Manufacturer narrative:
Findings: pump received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that there are cracks in the insulin pump near the battery compartment. The blood glucose level was not included in the report. Nothing further was reported.